Event description:
It was reported that fluid was unable to be aspirated at annual visit, 3cc was added at this time. At next visit, the following year, again zero fluid was found. At this time, band malfunction was suspected. Patient electred to have device removed. Surgery and post operative course were uneventful.

Manufacturer narrative:
Additional information components were returned as follows: straight band/balloon with 3cm of catheter attached. Velocity port covered in substantial biological debris with 26.5cm catheter attached. Upon visual inspection, the lot number on the velocity port was only partially visible due to the biological debris which has solidified on the port. A little debris was moved to allow visibility of the lot # zkbbkm. Four (4) fold lines were present on the balloon. The buckle on the catheter had been cut. This was most likely cut in order to release and explant the band. The septum was investigated using a microscope and 11 punctures were observed. A balloon leak test was performed on the straight band with a successful result, no leak was observed. The balloon had inflated as intended. No leak was found on the balloon or catheter. The port was also tested for leakage as per procedure with a successful result, no leak was observed. No leak was found on the velocity port or catheter. The device returned for investigation was fully functional, no leakage was observed on the velocity port or balloon or catheter. The complaint cannot be confirmed. Upon visual/ functional evaluation, it was noted that the device was returned fully functional (no leak was found on balloon and velocity port), device met specification per laboratory procedure. A device history record (DHR) review was also performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information unavailable.